Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a hernia repair procedure the scope would not go past the trocar area where the balloon is located. The balloon prevented the scope from getting to the spot it needs to be, the dissection balloon was punctured with the scope as he was trying to force it. It was also reported that there was no patient adverse event due to the device malfunction.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The obturator was received. The inflation bulb was received. The balloon appeared intact. The dissector balloon was received inserted into the cannula. The dissector balloon was inflated; leaks were detected up around the cannula. During the evaluation it was determined that lack of lubrication could lead to the torn balloon condition during insertion of the dissector balloon through the cannula. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to torn balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation is in progress.